Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that  they had the stimulator put in a couple months ago and they were on program 6 and had it up to 1.6 and it was feeling like they had a tampax in. Patient states it was hard to walk. Caller states the mdt rep  was notified about a week after and had patient lower the setting to 1.3 and that seemed to reduce the tampax feeling but voiding issue went back to like it was before . Patient stated they went to the doctor last month and in august they did an x ray to make sure everything was in place because if they do a lot of bending and stretching or twist where the device is in their upper buttock, they get a twinge or a zap . The dr told patient everything looks in place. Caller added that they are kind of back to where they were pre-surgery to have this thing put in. Agent asked caller when the pain started and caller stated it was right away after the implant.  And when they first had the implant put in, it was the most excruciating pain they had ever felt, like being electrocuted and brought patient to their knees. Caller noted that the pain has subsided but they still get little zaps now. Patient states doing the trial around april or may there were programs where patient was feeling the stimulation in the back.. They tried program 6 and patient was feeling the stimulation in the vaginal area . Agent walked caller through changing programs. Caller was able to successfully change programs and increase stimulation to a comfortable level.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.